Manufacturer narrative:
CMPL-30566193This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026Diabetes Mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the abdomen on (b)(6) 2026. On (b)(6) 2026, at approximately 7:30 PM the patient mistakenly believed it was already morning and took her scheduled insulin and other medications. After taking the medications, she took her dog for a walk. While outside, the patient remained confused and disoriented and thought it was morning. She later realized it was still evening when she noticed it was getting dark. She returned home and checked her CGM, which showed a reading of 123 mg/dL. She then ate dinner then minutes later, she had trouble increasing her glucose and felt that she may have taken too much insulin. She called 911 and EMT responded and performed a BG, which measured 233 mg/dL. At approximately 10:00 PM, she was transported to the ER due to concerns that her blood glucose could continue to drop while she was asleep and that she might not hear her CGM alarms. She was also unsure how to safely manage the situation on her own. She was unable to recall her CGM or BG readings at the time of admission because she fell asleep. While at the ER, she was treated with IV fluids and remained under observation for approximately 12 hours. During her stay, her blood glucose readings stabilized, although she was unable to document the specific CGM and BG values recorded by hospital staff. She was discharged from the ER and returned home at approximately 10:00 AM on (b)(6) 2026. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the B zone of the Parkes Error Grid. No additional patient or event information is available.